Event description:
Pt reported that during a priming attempt no insulin dripped from the infusion set tubing, then pt discovered that insulin had leaked into the device's insulin cartridge compartment. No error messages were generated by device.